Event description:
A peritoneal dialysis nurse reported that the pt was diagnosed with peritonitis on (B)(6) 2015. The pt was treated with intraperitoneal vancomycin and ceftin. The physician noted the infection to be a mrsa infection caused by poor technique.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the record review confirmed the labeling, material, and process controls were within spec.